Event description:
Covidien received report, in which the maxa-r sensor was providing high spo2 reading, while in use with another company's pulse oximetry setup. The monitor was reading in the 90s, while the arterial blood gas (abg) of the pt was in the 80s.

Manufacturer narrative:
The sensor is currently being returned for failure investigation. Covidien has requested more info from the facility.